Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced overnight low blood glucose levels. He would wake up with blood glucose levels above 200 mg/dl. The customer was hospitalized due to the infusion set. The customer received random no delivery alerts and the insulin pump's screen was scratched. The insulin pump also had diminished battery life in three weeks. The device was not returned.